Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the j502 connector was intermittent. Upon evaluation, there was contamination on the connector. The cause of the inability to power on is the intermittent connector. The cause of the intermittent connector is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.